Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) checked the device on site and confirmed that system did not bootup. Upon troubleshooting the fse checked the bios battery on the pc and measured the battery voltage to 2.75v and replaced the battery, but the fault continued. Fse found system frequently enters the bios interface after startup. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis. To resolve the issue fse replaced host pc. After replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.